Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. According to the patient, on (B)(6) 2025 around 2:20pm, the patient experienced nausea, dizziness, headache and weakness. The cgm reading was 200 mg/dl, and the blood glucose reading was 385 mg/dl. The patient treated with insulin via the pump, but as the readings did not go down, the patient was brought to the hospital by their mother between 4:30 and 5:30pm. When a fingerstick was taken at the hospital the cgm reading was 300 mg/dl, and the blood glucose reading was 464 mg/dl. An additional fingerstick was performed and it was 500 mg/dl. The patient was treated with intravenous insulin and morphine for their headache. The patient was discharged the morning after at 01:00am. When a fingerstick was taken after treatment the blood glucose reading was 149 mg/dl. There was no documentation of further medical evaluation or intervention. At the time of the report the patient stated she was still not fully okay and anxious, but it was understood that the patient had recovered. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.